Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and replaced the battery pair. The stm reported that nothing unusual identified in the logs. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) by a getinge representative the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. The minimum runtime is 135 minutes, but the battery was below this specification. There was no patient involved, thus no adverse event was reported.